Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button alarm. Customer stated that they did press a button down for 3 minutes or longer. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer.